Event description:
It was reported by the customer that the fluid warmer cassettes ruptured during use.

Manufacturer narrative:
Fluid warmer cassettes.

Event description:
It was reported by the customer that the fluid warmer cassettes ruptured during use.

Manufacturer narrative:
The device was not returned for evaluation and was disposed of by the customer. A review of the information provided by the customer identified that a possible cause to the leak event was that there may have been something that was restricting flow increasing the pressure at the identified location of the leak. A situation, such as clamping the tubing, would cause back pressure in the cassette. Based on its design this pressure would reach the area in which the fluid first would enter the cassette and then continue to build at that location as it would be trying to go from a larger area to a smaller area causing a potential leak. The device was disposed of.